Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause of the customer's report is electrical failure ¿ design.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The "s6 silence, 1, 4, 7, and clear" buttons do not function. There was no patient harm. It was reported that the issue was noted before patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The "s6 silence, 1, 4, 7, and clear" buttons do not function. There was no patient harm. It was reported that the issue was noted before patient use.